Event description:
It was reported the physician selected a gore tips set for a femoral vein recanalization procedure. It was further reported that the sheath broke in half. They were able to retrieve all but a small piece of the sheath which remains in the patient.